Manufacturer narrative:
The patient was originally implanted with the excor blood pump on (B)(6) 2019. On (B)(6) 2019, the pump was exchanged due to a concern for thrombus. The patient died on (B)(6) 2019 due to the stroke event resulting in severe neurological lesions. The device performed as intended at the time of the event. Adverse event term: ischemic cva.

Event description:
Berlin heart (B)(4) was informed by the site that a patient with excor blood pump in lvad configuration, suffered from an ischemic cva that resulted in neurological lesions on (B)(6) 2019.